Event description:
It was reported the customer received numerous button alarm 22. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.